Event description:
In a periodic review of programming history, it was identified that high lead impedance was registered on a vns generator. The device was interrogated and the settings observed were at shipping settings. Several system diagnostics were performed and results showed high lead impedance. The circumstances of this event have not been confirmed to date. The generator device history record was reviewed by the manufacturer. It was found that all quality tests passed prior to distribution. No additional pertinent information has been received to date.

Event description:
The implanting surgeon was unable to determine the circumstances of the high impedance. No additional relevant information has been received to date.